Event description:
It was reported that a patient underwent a spinal fusion of l5-s1 with subsequent screws and plate insertion. Allegedly, three months later x-rays revealed that the fusion had not held and some of the screws were damaged. It was additionally reported that this led to surgical revision.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a spinal fusion of l5-s1 with subsequent screws and plate insertion. Allegedly, three months later x-rays revealed that the fusion had not held and some of the screws were damaged. It was additionally reported that this led to surgical revision.

Manufacturer narrative:
Method: complaint history and risk analysis. Results: complaint history: 6 complaints were received for postoperative failure of construction using thor implants (plates and screws). In 4 cases the failure is linked to back out of a screw from plate. In two cases a plate screw was found broken. Risk analysis: from event description it is not clear what exact failure is occurred. It is only reported that the fusion was not achieved and some of the screws were damaged. It is not however indicated what type of damage occurred with screws. Not possible to review the risk documentation. Though, the reported event caused a revision surgery hence the associated severity level is s3. Conclusion: it is reported that a patient underwent a spinal fusion of l5-s1 with subsequent screws and plate insertion. No implants were returned for investigation. The x-rays are not available as well as any additional information. Among stryker product brands only thor brand has plates for the correction in thoraco-lumbar region of spine. The review of complaints received for postoperative failure of construction we did not reveal any trend. The majority of complaints were linked with postoperative back out of screws. One complaint was received for breakage of plate screw (the investigation is in progress). Thus, based on available information it is impossible to determine what exact failure of implants took place in current case. If any information is made available, the investigation could be reopened and completed.